Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 185 mg/dl (aviva ii) and 95 mg/dl on professional meter. No serious injury reported. Requested return of suspect device for evaluation.